Event description:
User experienced discrepant potassium results for eight patients during one day. Only one pt example was provided. Initial result 7.7 meq/l, repeat 3.5 meq/l. The incorrect result was reported only for this pt. There was no known effect caused to the pt by the incorrect result. The field service rep could not duplicate the issue or determine a cause. Performance tests performed which were within specifications.